Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient started their trial the day prior to report and they had to stay overnight in the hospital due to complications from the anesthesia. It was stated they had to turn stimulation off because they were dripping urine and weren¿t urinating right. It was noted the stimulation had been off ever since. It was later reported the patient¿s test box was on and the test was underway. It was stated there were no complications with the device, only anesthesia issues.